Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver called to report that customer received a high reading with the use of the adc freestyle libre sensor. The caller further reported that on (B)(6) 2019, a sensor scan of 212 mg/dl was obtained compared to a reading of 44 mg/dl obtained from a built-in glucose meter. The customer experienced symptoms described as cold sweats and discomfort and was treated with 1 sugar and 3 butter biscuit (5g carbohydrates) by a non-hcp. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caregiver called to report that customer received a high reading with the use of the adc freestyle libre sensor. The caller further reported that on (B)(6) 2019, a sensor scan of 212 mg/dl was obtained compared to a reading of 44 mg/dl obtained from a built-in glucose meter. The customer experienced symptoms described as cold sweats and discomfort and was treated with 1 sugar and 3 butter biscuit (5g carbohydrates) by a non-hcp. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.